Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. (B)(4).

Event description:
It was reported a physician completed a novasure endometrial ablation on (B)(6) 2016. The physician then performed a tubal ligation and visualized "small perforation 2-3 mm at center of the fundus and a very small area of white-black color change at right corner" there was no bowl injury noted. The patient was admitted into the hospital and received intravenous (IV) antibiotics. The patient was discharged home on (B)(6) 2016. Approximately, five days later the patient presented to the emergency room with "abdominal pain and no bowel motion for 4 days". The physician performed an "abdominal examination" which revealed present bowel sounds and a soft abdomen. The physician noted these results are less likely signs of bowel injury. Abdominal x-ray performed and was normal. Computed tomography (CT) performed and results are unknown. If additional relevant information is received, a follow up report will be filed.